Manufacturer narrative:
Additional information was added: the device was received for evaluation. All components were correctly placed and according to specifications. The visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed. The sample primed and flowed normally with no issues noted. Additionally, the filter from the device was submitted to 45 psi (pounds/square inch) and no leak was observed. The device met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp extension sets had a "crack in the filter area". This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.